Event description:
It was reported to philips that the geometry disconnected when equipment was turned on, which could prevent geometry movement. No harm was reported to philips. Philips has started an investigation of this complaint.